Event description:
The pt collapsed in their inpt room. A code was called. The pt was then connected to the cardiac monitor, read and proceeded with shock at 200 joules delivered. Then there was a dramatic increase in recording paper speed and the monitor screen went blank. Rptr proceeded to get the other monitor and replace the nonworking unit. The resuscitation efforts were unsuccessful, the second monitor was working.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: electrical problem, crt/vdt monitor failure, recorder. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.